Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling excruciating abdominal pain post surgery and requested implant be removed. The ins was explanted and the issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the abdominal pain was not determined. The physician speculated that it was possible that the lead was placed too lateral causing irritation of the nerve roots, or the tunneling process irritated superficial abdominal skin nerves. No further complications were reported.